Event description:
Malpositioning of the endotracheal tube not recognized due to product resulting in high airway pressure, hypoxia, hypotension, acute kidney injury, atrial fibrillation with elevated troponins. Diagnosis or reason for use: intubation in operating room for surgery.